Event description:
It was reported that during a chest x-ray it was determined that the patient's right ventricular (rv) lead had dislodged. During re positioning of the rv lead, the atrial lead was found to have also dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5086mri52 lead implanted: 2014-(B)(6). (B)(4).